Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (e315) message was due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip and a white-clouded area due to chemical and physical stress. It was observed that the scope connector was dirty due to water leakage caused by water invasion. It was also observed that the image guide protector was damaged due to handling. It was observed that the lock engagement lever was deformed due to handling. It was also observed that the paint on the suction cylinder was peeled due to handling. It was observed that switch 4 had wear due to physical stress caused by handling. It was also observed that the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. It was observed that the adhesive around the objective lens and light guide lens had a white-clouded area due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The reported issue occurred during preparation of use when the scope was connected for an unknown diagnostic procedure. The procedure was subsequently completed with an unspecified device. There were no reports of patient harm associated with this event.